Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported event was confirmed and replicated. The system logs contained several errors including c82 and c83. The iesu was placed on a testing system, where c83 error occurred. M02 4 error occurred after the bipolar 2 coag attempt. M02 4 error returned on startup after reboot. Probable root cause is attributed to defective generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that repeated c83 and c82 errors occurred against the generator. The staff power cycled the generator three times, with no change. The staff connected a force triad generator and proceeded with the case. The ports were not in place when the issue occurred.